Event description:
Revision due to a dislocation of the liner from the glenosphere and the cause is unknown. At about 2 weeks from primary surgery the surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 february 2024. Lot 2307948: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 22 february 2024 on reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2247043. Lot 2247043: (B)(4) items manufactured and released on 17-feb-2023. Expiration date: 2028-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.